Event description:
The customer reported that the system was not transferring the image from the cxdi-70c wireless panel to the computer . The computer was locking up while capturing and just handing there. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
Gender information was not provided. (B)(4). The serial number of the sensor panel was not provided. The dealer service representative swapped computers with a demo unit and the problem still occurred. The hard drive was replaced and the system was ok. (B)(4).